Event description:
It was reported that the current implantable neurostimulator is sensitive to patient¿s position. It was reported the patient would get shocked. It was stated that when laying down patient would adjust it and when patient would sit up it would be just very uncomfortable.

Event description:
It was reported the patient had been shocked when they changed positions. It was noted the patient sometimes changed stimulation before changing positions but it was also noted the patient sometimes forgets to change the stimulation and he gets shocked. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-3,9 lot # n276215, implanted: (B)(6) 2011, product type accessory; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).